Event description:
It was reported that a patient was originally scheduled for battery replacement however the surgeon discovered a lead break during surgery. The patient had a full replacement. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
During a periodic programming history database review, it was found that the high impedance was seen on an earlier date than previously reported.